Event description:
It was reported that the home patient (hp) notice a smell of smoke on the homechoice (hc) during power-up, while the hp was not connected. The technical service representative, advised the hp to turn the hc off and unplug it from the wall. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The returned device was evaluated and all functional tests were performed. During visual inspection, a burnt power input module was found. The root cause of the reported issue was determined to be a burnt power input module. As a result, the power input module was replaced. The device was returned to the loaner pool in a good working condition. Should additional relevant information become available, a supplemental report will be submitted.